Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A thorough examination of the device's history was conducted for the optima connector c35-o lot 2409502 and the optima injector n40-o lot 2411307, which showed no deviations or non-conformities during the manufacturing process that could have contributed to the issue. Three retained samples of each lot were used for additional evaluation. The results of testing on the retained samples were satisfactory: no leaks were found, and the reported defect could not be replicated. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints associated with this device and the reported condition for any potential emerging trends.

Manufacturer narrative:
H11 - a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it was reported leakage. Verbatim: we had another leak yesterday, n40-o: lot 2411307, exp 4/30/27. C35-o: lot 2409502, exp 8/31/26. No apparent harm, however the patient had hazardous chemotherapy (fluorouracil) leaking on them (their skin, clothes, etc) and vapors in air. No¿there was chemo all over the tubing, cassette, connectors, etc., so it was discarded as hazardous waste by the rn.